Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during peritoneal dialysis (pd) therapy, the transfer set disconnected from an adapter. The patient reconnected the transfer set and continued therapy. The patient was not using a titanium adapter. The cause of the disconnection was not reported. It was reported the transfer set was in use for 5 months. Approximately one week after the disconnection, the patient presented to the emergency room and labs were performed. The following day the patient was diagnosed with peritonitis. The nurse reported the cause of the peritonitis was due to a "loosened transfer set, patient did not contact provider for prophylaxis antibiotics and continued treatment." It was reported that the patient was hospitalized for the event. The patient was treated with vancomycin (1 grams every 5 days, for 21 days). The patient was discharged three days after hospital admission. At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.